Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer had cracks on their insulin pump. The customer stated that the crack was located at the top hand corner of the screen as well as the top left hand corner of the casing on the insulin pump. The customer was unaware of any significant events leading to the physical damage. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.